Event description:
It was reported by service report that the fowler would not stay up and drifts down. The customer could not determine whether there was pt involvement or adverse consequences occurred.

Manufacturer narrative:
Result: fowler brake.